Event description:
The tip of the balloon broke off in the patient. While attempting to dilate a native vein distal to a dialysis graft, the doctor inflated the balloon to 15atm with an encore inflation device. After the balloon was successfully deflated, the doctor had difficulty removing it from 6fr arrow sheath. While atempting to remove the balloon from the sheath, the tip broke off. Tip was successfully snared from the patient. Pt is reported to be fine.